Manufacturer narrative:
The event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-02341. It was reported that during the patient's trial implant surgery, two trial leads were opened. The physician was unable to implant the leads due to the patient's anatomy. The case was abandoned and all opened products were discarded.